Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to insert a cartridge into the pump, forced it while the pump was not properly rewound, and the device then displayed an error 38 indicating a motor stall, consistent with a failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, with the event characterized as a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.